Event description:
A patient reported experiencing inaccurate erratic results with a ft meter. The patient's blood glucose results were 166, 214, 145 mg.dl. Tests were done within 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported. Note - codes on meter and strips do not match.